Event description:
It was reported that a user¿s blood glucose was 221 mg/dl after eating dinner without announcing the meal on the ilet, and the agent advised allowing the algorithm to correct without a manual meal entry. Symptoms included hyperglycemia. Outcomes included no alerts, no alarms, and no need for medical intervention or hospitalization. Investigation included user education and troubleshooting regarding missed meal announcements and reliance on automated correction. Investigation of this case revealed user-initiated missed meal announcement with device automation functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user error related to missed meal announcement, with device performance consistent with design.